Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that both plates were completely out of the applier needle, they do not show structural anomalies. Additionally, the sleeve was cracked at distal end and the device had foreign matter, presumably biological matter. No other anomalies were noted. To test its functionality, the red trigger was pressed several times and it worked as intended, it was verified that the pusher shaft slide without anomalies. The overall complaint was confirmed as the observed condition of the truespan 24 degree peek would have contributed to the complained device issue. The possible root cause can be associated with partially pulling the red trigger while the device was being manipulated for the first deployment, this placed the second plate in position for deployment and consequently both plates were released. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. There was no non-conformance regarding this lot.

Event description:
It was reported that during a meniscus repair procedure the truespan 24 degree peek device was found damaged. The surgeon pressed the lever to repair the tear but the implants inside device wasn't deployed properly and both the anchors got fired at once and comes out when the needle was withdrawn. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. The reporter¿s complete facility address was not provided. According to the information received, ¿during the meniscus repair surgery peek 24 deg device found damaged. Surgeon pressed the lever to repair the tear but the implants inside device weren¿t deployed properly, and both the anchors got fired at one go and came out while withdrawal needle from the repair area of meniscus. The surgeon kept aside this failed device and used another device and completed the procedure. No formal complaint was raised by the surgeon and there was no adverse effect on the patient. Was surgery delayed by 60 second due to reported event.¿ no additional information could be provided. The product was not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found that both plates were completely out of the applier needle, they do not show structural anomalies. The device had foreign matter, presumably biological matter. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the truespan 24 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to procedural variables, such handling of the device or product interaction during procedure. The red trigger could be partially pulled while the device was being manipulated for the first deployment, this placed the second plate in position for deployment and consequently both plates were released. As per IFU-113244, 1) during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue (e.g. Fat pad and/or articular surface). 2) at desired depth, fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. 3) while maintaining visibility of the tip of the needle in the scope, carefully withdraw the needle from the tissue to prevent unintended displacement of the second implant. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document specification review IFU-113244 product code: 228152. Lot no: 304l972 there was no non-conformance regarding this lot. Manufacturing date: 16-may-2024 expiration date: 30-apr-2027 device history batch: null.